Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, customer would have to complete the fill tubing step 4 times before being able to resume insulin. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.